Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a patient reported that they received a letter that "both of her husbands sensors were on the recall letters". Adc customer service successfully contacted the reporter, and the customer stated that due to her husband being deceased, she no longer wanted to be contacted about this matter. Based on the current information, there is no reasonable basis to suggest an adc product caused or contributed to the reported death.